Event description:
The customer stated that her blood glucose readings had been higher than usual. She did not allege any adverse events. Her test strips were returned for evaluation, and she received replacement test strips.

Manufacturer narrative:
The qa lab received 2 test strips. One test strip read 59 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.